Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion.

Event description:
It was reported that during an implant procedure this pacemaker was attempted. The physician attempted to insert the right atrial (ra) lead into the port of the device header in which the lead would not go in. A visual check confirmed that the terminal pin was not connected to the specified position. Multiple attempts were made to place the ra lead into the header. Subsequently, a different pacemaker was successfully implanted along with the ra lead. The new device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the difficulty to connect issue, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during an implant procedure this pacemaker was attempted. The physician attempted to insert the right atrial (ra) lead into the port of the device header in which the lead would not go in. A visual check confirmed that the terminal pin was not connected to the specified position. Multiple attempts were made to place the ra lead into the header. Subsequently, a different pacemaker was successfully implanted along with the ra lead. The new device remains in service. No adverse patient effects were reported.